Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: surgeon did and end-to-end anastomosis with an eea31. The pt started bleeding form the lumen. The surgeon stopped the bleeding with coagulation. The pt went back to the theatre 3 hours later with internal bleeding. Something similar to an abscess formed. Surgeon did another anastomosis with a different company's device which seemed to have worked. The pt is in the ICU with septic shock. Excessive bleeding from the lumen was reported - more than 200ml. As of (B)(6) 2012, it was reported that the pt was still in the ICU on a ventilator.